Event description:
In 2009, the facility representative called baxter to report a rental infus or pump that was not dispensing medication. At about 4 days later, the anesthesia certified registered nurse anesthetist (crna) reported that the pump stopped infusing about 2 hours after infusion had started. The female patient was being administered propofol. The crna attempted to administer a bolus of propofol, the pump would not administer the bolus. The patient woke up; the crna attempted to administer another bolus. Again the pump did not administer the bolus. The crna then administered propofol with a syringe so the procedure could be completed. When crna checked the pump, she found that the pump was adding up as if it was infusing, but no propofol was being administered. The pump did not alarm. There was no patient injury reported, however, intervention was required in order to prevent serious injury.

Event description:
The customer states that when processing a patient sample using the architect ca 125 assay, that an alleged falsely elevated result was generated, compared to results obtained using a different architect analyzer. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
During the time period from 2007 through 2009,13 similar complaints were confirmed for non-delivery. Four complaints were associated with an assignable cause of pusher block assembly (two bent pusher blocks, one defective pusher block, and one half nut not engaging to the release lever), three complaints were due to broken/defective motors, two were caused by broken/corroded switch printed circuit boards (pcb), one caused by faulty master processing unit printed circuit board (mpu pcb), one due to the occlusion switch being out of adjustment, one due to broken syringe end block, and one with a defective bolus switch. The confirmed reports of "non-delivery" complaints per million infusions (cpmi) for infuso.r. From 2007 through 2009 is 0.8 based upon the estimated number of infusions of 16.6 million during that time frame. A 1.0 cpmi has been identified as a threshold to trigger a corrective and preventive action (CAPA). The design history file was reviewed and there were no design changes made to the device that are applicable to the reported issue of "non-delivery". Observed that the pusher block is moving freely up and down its travel range without squeezing the release lever. Installed an empty 60 ml monoject syringe. Started the bolus at the customer settings. Motor began running and moving the lead screw. The numbers on the liight emitting diode (led) display began counting up but the pusher block did not move because it was not engaged with the lead screw. Disassembled the pump and examined the pusher block function. The half nut was not responding to the squeezing and releasing of the release lever. The software version in this pump is: hw 2.2 sw v1.5 additional testing was performed on the device, and it was determined the pusher block lever had resumed normal function, possibly as a result of the half-nut spring releasing and providing back pressure to the half nut, holding it in its functional position. The following testing was conducted to verify pump functionality. All testing was conducted and passed a. Verified end of syringe alarm, b. Verified occlusion alarm, c. Smart label detection alarm, d. Pump accuracy, e. Batteries. The infuso.r. Uses disposable c batteries. The assignable cause: the half nut was not responding to the operation of the release lever, therefore the pusher block cannot engage the lead screw and the pump cannot deliver. Label review: the infuso.r. Pump user's manual states the following warning to the operator of the pump. "The infuso.r. Pump is designed for the operating room delivery of parenteral fluids under constant surveillance by individuals trained in the administration of these agents. Baxter healthcare corporation does not recommend the use of this pump when surveillance is not continual". Review of the DHR revealed there were no exceptions during the manufacturing process or the in-process testing. Manufacturing process review: there have been no changes to the manufacturing process and there were no supplier notification of changes related to the pusher block assembly or its components during the past 24 months. There have been no changes to the incoming /receiving process or procedures and no changes to the infuso.r pusher block assembly manufacturing process over the past 24 months. Service history: this is a rental pump. The service records show that this pump had been serviced by baxter five times during the past four years. Servicing included recertification. The service records did not indicate a problem with the pusher block assembly and the assembly had not been replaced.

Manufacturer narrative:
Response to FDA: the device was evaluated in the baxter product analysis laboratory (pal). The reported condition was confirmed and duplicated. A half nut was not responding to operation of the release lever. Therfore the pusher block could not engage the lead screw and pump could not deliver. The pusher block assembly will be replaced.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or, if additional information becomes available.